Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2010, product type accessory. (B)(4).

Event description:
It was reported that the spinal segment of the catheter was replaced because the catheter was occluded. Diagnostic testing of dye study, rotor/roller study, and x-rays was done. It was noted that there was aspiration issue. The patient experienced pain and the location was noted as catheter track. It was noted that the product issue was resolved. The patient status at the time of this report was noted as alive with no injury. The drug used in the pump was hydromorphone.